Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink sensor (ID 826851) was implanted in the operative room and disconnected from the monitor. Cautery was used to close skin and when the sensor was plugged back into the monitor it read -25 and never recovered. No patient injury reported.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink sensor (ID (B)(6)) was returned for evaluation. Device history record (DHR) - the product code 826851 with lot 7541836 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - received with sutures. Multiple kinks are present in the catheter at 34.2 cm, 47.2 cm and 102.5 cm from the proximal end. Icp express = 560, microsensor detected and zeroed without issue. Cerelink zeroed successfully. The device passed electronic, noise and signal drift tests. The issue of the complaint was not confirmed root cause analysis- the exact issue reported by customer could not be confirmed as the device worked correctly. The possible root cause for this issue reported by the customer could be due to unstable sensor performance or incorrect selection of semiconductor components could also be due to mishandling of the device during the disconnection from the monitor.

Event description:
N/a.